Manufacturer narrative:
Complaint is confirmed. Performed investigation. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer called reporting receiving an error 3 message when strip was inserted in freestyle meter. There was no report of death, serious injury, or mistreatment.